Manufacturer narrative:
Concomitant product(s): a 900sfc32 heart ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during a valve surgery. The lead also exhibited low impedance, so it was programmed off. Approximately a week later, the lead was repositioned, programmed back on and remains in use. No patient complications have been reported as a result of this event.